Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease and that the patient is deceased. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. On the previously submitted report the evaluation method, evaluation results and conclusion coding were incorrectly recorded.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleging lung disease and that the patient is deceased. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture unable directly address the symptoms outlined in the complaint and can confirm that there was evidence of sound abatement foam degradation/breakdown in the base unit. The issue of sound abatement foam degradation is addressed by CAPA 7211. The manufacturer concludes there was evidence of sound abatement foam degradation/breakdown was observed in this device. There is unknown dust/dirt contamination present on all surfaces of the base unit, humidifier base. Iso port entrance. The device did not return with an sd (secure digital) card. Care orchestrator data is unavailable for collection. Using a known-good power supply and power cable, product investigation laboratory verified the base unit provided airflow and the heater plate heats. Product investigation laboratory performed an internal investigation. The base unit was found to have moderate unknown dust/dirt contamination throughout the device internals. Moderate dust/dirt contamination was observed on device pca. Seals were observed discolored. Discoloration of flip lid tank top and tank inlet and dry box seals were observed. The water tank was observed with mineral deposits. Product investigation laboratory confirmed the presence of degraded sound abatement foam visually and through compression. An internal investigation was also carried out on the humidifier base. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease and that the patient is deceased. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.